Manufacturer narrative:
(B)(4). Age at time of event: over 18 years old. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 4.00x16 synergy ii drug-eluting stent was advanced over the wire. However, the stent delivery system (sds) kinked. The physician tried to straighten the sds but it broke off. The portion with the stent itself was inside the patient's body but the broken part was outside the patient's body. The device was removed from the patient and the procedure was completed using a 3.5 stent. No patient complications were reported and the patient's status was stable.